Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected, and wear and tear was noted on the device, a small crack was noted on the front bezel. The returned device was assembled with known good ar-6410 and ar-6430 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure preset, the run button was pressed to start the machine. During functional testing, a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. It was found that the returned device did not trigger the alarm as expected and the rollers would continue to move. This behavior is not expected. Further visual evaluation was conducted by opening the returned device and no issues were noted with the electronic circuitry. The internal pressure tube lines were evaluated and no issues were found. It was further noted that the inflow peristaltic roller wheels were grooved and indented from wear. The most likely cause for the reported failure can be attributed to wear and tear caused by extended usage in the field¿ date of manufacture: 05-dec-2016. The device information was read, and the total run time for the device was indicated to be 48 days, 19 hours, 36 minutes. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19 september 2024, it was reported by a sales representative via email that an ar-6480 dw arthroscopy fluid management dev was reported to not stop pumping when not in use. No case or patient involvement was indicated.